Event description:
According to our surgical technician, yesterday, a (B)(6) year old man had a second surgery to remove a 10x380 s2 femoral nail (1735-1038), that had been implanted in september of last year. This nail broke in two pieces as well as the femur bone.

Manufacturer narrative:
Investigation summary: the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. As no item was returned no physical examination could be carried out. Until date no breakage has been reported for the product in question which was based on deviation in manufacturing or material. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires sufficient bone healing during the implantation period. Referring to received information the nail broke after an implantation period of approx. 7 months. Results of recommended regular follow-up examination were not provided. Received x-rays revealed the nail breakage in the area of the upper bone breakages. Received x-rays showed a gap still visible in the distal bone breakage. Traces of slight bone bridging could be assumed. However, the nail appeared to be unbroken in this area. The bone breakage at proximal did not show any ossification at all. As it was reported that the affected nail had been implanted as a revision implant ¿ for what reason was not reported ¿ it was concluded that the patient may have suffered from insufficient bone healing. In this case it is very likely that the nail was not relived by sufficient bone healing. Above facts suggests that it is more likely that the nail broke in a fatigue fracture rather than in a spontaneous manner because back and forth motion in the broken bone presents repeated / permanent loading which usually is an indicator for a fatigue fracture. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. However, it could only be assumed that a young patient tends to higher need for movement and may not consider the recommendation / warnings of the surgeon. According to available information a more precise state statement was not possible from technical point of view. With provided post-op x-rays a medical review seemed not being reasonable because pre-, intra- and follow-up x-rays were not available. Summarizing above information the event was classified as patient related ¿ overload by insufficient bone healing and potentially increased activity ¿ rather than device related because the manufacturing documents did not verify a product deficiency. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. A deficiency of the nail was not verified. Device was never returned.

Event description:
According to our surgical technician, yesterday, a (B)(6) man had a second surgery to remove a 10x380 s2 femoral nail (1735-1038), that had been implanted in (B)(6) of last year. This nail broke in two pieces as well as the femur bone.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.